Event description:
During dialysis treatment, pt presented with chilling and a temperature of 100.6. Tobra was administered and a blood culture taken. Pt was hospitalized.

Manufacturer narrative:
The MFR. Submitted a number of medwatch forms to FDA in 6/1997 after conducting an investigation into an outbreak of septicemia at hosp. At the time these reports were submitted, the MFR. Had no info from the hosp. To indicate which pts, machine serial numbers, etc., were affected by the outbreak, and the MFR. Made that decision based on their investigation. On 7/11/1997, the MFR. Received medwatch forms from the hosp. Indicating which pts, machine serial numbers, etc., had been affected. Because the reports from the hosp. Did not match in all cases, the hosp. Was notified on 7/18/1997 to discuss the discrepancies. Janet madsen, safety officer for the hosp. And preparer of the medwatch forms, confirmed that the incidents originally reported by MFR. As occurring on 11/27/1996 (1713683-1997-00283, and 2/17/1996 (1713683-1997-00279) were continued from an infection originally occurring on 10/29/1996.